Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported an erroneous high result for 1 patient sample tested for free triiodothyronine (ft3). The customer originally called in to request help regarding error messages. The initial ft3 result of 11.71 pg/ml was obtained just before the error messages were generated. At the same time, a sample clot alarm was generated for a free thyroxine (ft4) test. The analyzer had stopped working and was reset and restarted by the operator. After restarting, the repeat ft3 result was 2.49 pg/ml. The result of 2.49 pg/ml was considered to be correct. It is not known if the erroneous result was reported outside of the laboratory. No adverse event was reported. The ft3 reagent lot number and expiration date were not provided. The customer cleaned and adjusted multiple parts of the analyzer and performed control testing which was acceptable. The field service representative checked the analyzer and could not find any issues. Quality controls were acceptable. The analyzer performed within specification. Since the ft4 result produced a sample clot alarm, it is likely that there was fibrin in the sample causing the erroneous ft3 result. A specific root cause could not be identified. Additional information for further investigation was not provided.